Event description:
Caller stated she was implanted with a stryker encore peek in her cervical on (B)(6) 2016 and received an unexpected therapeutic effect. A revision surgery was performed on (B)(6) 2016 three months after the initial surgery because the device was incorrect for the patient and there was a positioning issue. She suffered inflammation response into the body, zero bone growth, low grade fever and infection. No one could figure out the cause of the fever and infection. Several blood test was done but they all came back negative. Caller met with another doctor and it was determine that the device is unstable. On (B)(6) 2017 the doctor performed another surgery and added screws and rod through a donor bone posteriorly to the old implant. She believes this types of devices should not be used on humans.